Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total hysterectomy, when the needle was being passed through tissue, the needle came out of the device and fell into the cavity of the patient. A needle driver was used to grab the needle and pull through the tissue. The suture was cut and another instrument and suture were opened to complete the case. There was no patient injury.